Manufacturer narrative:
(B)(4). Date sent: 4/27/2020. D4: batch #t5ef88. Investigation summary: the analysis found that one psee60a device was returned with the anvil bent upwards and with one gst60g cartridge loaded in the device. The cartridge reload was received partially fired 2/3 with the cartridge deck damaged. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness, or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil, leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a colon resection, the stapler began firing and stopped mid-fire. The reverse button did not work nor did the manual override level. The stapler worked fine before this, firing three times. The fourth firing is when it failed. As a result, a new stapler was opened and fired on side of the stuck stapler so it could be removed. Surgery was delayed 40 minutes due to the reported event. Procedure was successfully completed. No fragments were generated. There were no patient consequences reported. No other medical intervention was required.